Manufacturer narrative:
Device evaluation: visual inspection revealed that the tip of the driver was deformed and dented. Functional testing revealed that the driver was unable to mate with a vitality screw. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during use. DHR review: per DHR review, the parts were likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the tip of a vitality screwdriver was difficult to connect to a mating screw when putting the kit back together after surgery. There were no impacts during the surgery. However, device evaluation by the manufacturer found the tip was deformed.